Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section e1: first name: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made with the customer to obtain additional information, however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was identified with an issue during a procedure. When ejecting the lens with the simplicity injector, it was noted that the leading haptic was deformed. As a result, the lens was not completely inserted into the patient's eye. No harm was caused to the patient. The simplicity injector was removed, a replacement lens was requested, and the affected lens was disposed of in the trash. It was noted that there was patient contact. No further information was provided.